Event description:
A pt (age and gender unknown) underwent a therapeutic placement of an ultraflex tracheobronchial stent for treatment. When attempting to deploy the stent, the release suture snapped. It is unk at the time if the clinician was able to successfully deploy the stent, or if another stent was required. No pt info is currently available. Multiple attempts to obtain additional info regarding this event and pt status have not been successful.